Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) incisional hernia surgical procedure, the fenestrated bipolar forceps instrument would not pass through the trocar. Customer had to cut it to take it off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had to be removed together with the trocar. Nothing was cut off and fortunately, the instrument could be removed with the trocar, otherwise, the bent jaws of the instrument would have had to be cut off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube where it meets the proximal clevis. A piece measuring approximately 0.299" x 0.150" was not returned with the instrument. Components adjacent to this broken main tube showed damage which may indicate potential mishandling/misuse additional observations found related to the reported complaint included: due to the broken main tube, a detached fragment of the main tube was observed and not returned. The instrument was also found with a broken grip cable at the proximal clevis and a broken distal pitch cable at the proximal clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The instrument was also found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.